Event description:
A pt had blurred vision, itching and an infection following intraocular implant surgery. The implanting surgeon was contacted and he reports that the pt did not come back for their postoperative visit and has refused to seek further treatment from him. The pt is currently being treated by a medical ophthalmologist who has prescribed an anti-inflammatory steroid. Additional info has been requested.